Manufacturer narrative:
Batch review performed on 16-jan-2024: lot 170561: (B)(4) items manufactured and released on 07-mar-2017. Expiration date: 2022-02-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection 2 years and 11 months after the primary, the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully. Patient had revision components implanted after having competitor implants on the (B)(6) 2021.